Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed suspend before their blood glucose was low. Customer also indicated that the keypad buttons are not responsive before and after a battery change. The customer's blood glucose reading was 106 mg/dl at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis. No further details provided.